Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of infusion sets prior to the next shipment and experienced hyperglycemia, with blood glucose reported over 400 mg/dl for about an hour and no backup therapy used; replacement supplies were arranged for overnight shipment and troubleshooting and education were provided. Symptoms included no reported acute clinical effects. Outcomes included no medical or professional intervention, no assistance, and no ketone testing. Investigation included a review of device use and user report. Investigation of this case revealed an unclear cause for the hyperglycemia in the context of unavailable infusion sets. It was concluded that the event was user-reported hyperglycemia with cause unclear and that replacement supplies were provided with education.